Event description:
A dual lumen device was placed in a nursing home pt and functioned without complication for an undetermined period of time. The nursing home contacted the hospital to report that one of the pigtails had detached. The pt was returned to the hosp and the device was removed. Upon inspection the staff nurses could not see any evidence of the tubing remaining. A hosp clinician pulled on the remaining lumen and it detached with little force.